Manufacturer narrative:
Device evaluation: valve was examined prior to decontamination; what appeared to be a hair-like material was observed on the leaflets at the inflow aspect. The valve was rinsed two time using saline solution as instructed per instructions for use (IFU). The hair-like material moved to the outflow aspect post clinical rinse. The hair-like material was tapered at one end and cut at the other end, and measured approximately 60mm. The valve remained attached to the holder. Suture holes were not observe on the sewing ring. X-ray demonstrated wireform intact. No other inconsistencies were observed on the leaflets or valve. The ir spectrum of the unknown hair-like particle showed similar absorption characteristics when comparing to protein like material. Additional manufacturer narrative: based on the evaluation done by engineering, the source of the hair on the valve could not be conclusively determined; however, it likely came in contact with the valve after it was taken out of its jar by the customer. As received, the ID tag was detached from the valve, which indicates interaction between the valve and customer before the hair was noticed. The IFU advises ¿do not use the bioprosthesis if it has been dropped, damaged, or mishandled in any way. Should a bioprosthesis be damaged during insertion, do not attempt repair. Warning: the bioprosthesis must be carefully inspected before implantation for evidence of extreme temperature exposure or other damage. Caution: it is strongly recommended that a magna ease aortic bioprosthesis not be opened unless implantation is certain. This is necessary to reduce the risk of contamination.¿ based on the information received, the cause cannot be conclusively determined; however, customer human factors likely contributed to the event.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. Based on the information received the cause cannot be determined. A supplemental MDR will be submitted once new information is received. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards was informed about a 23mm aortic valve that was found with a long hair close to the blue tag after rinsing when the valve was given to the surgeon. The valve was not used, they opened a new valve. No additional information was provided.